Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, the doctor found the luer hub/ fitting has crack during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one connector assembly from a hemodialysis kit for analysis. Signs of use in the form of biological material were observed on and within the device. Visual analysis revealed scratch/stress markings and a crack on the red, arterial luer hub. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. No defects or anomalies were observed on the blue, venous luer hub. Both luer connections were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either of the luer hubs. Leak testing was performed which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa for 30 sec when tested." Both luer hubs were individually attached to the leak tester. With the distal end of the metal cannulas occluded; the extension lines were pressurized to 300 kpa for 30 seconds. When individually flushing either of the extension lines, no leaks were observed from any portion of the connector assembly. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and there was one potential finding. Non-conformance initiated in regard to "juncture hub leaked in use." Functional testing of the returned device confirmed the failure mode of this complaint is not the same as/relevant to the non-conformance identified. "Examine catheter and extension lines before and after each treatment for any signs of damage. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of damaged luer hubs was confirmed through complaint investigation of the returned sample. Visual analysis revealed the red, arterial luer hub contained damage consistent with overtightening or repeated tightening of the hubs. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the doctor found the luer hub/ fitting has crack during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".